Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be filed.

Event description:
It was reported a patient experienced a heart attack coincident with peritoneal dialysis (pd) therapy on the homechoice. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Additional information was received from the registered nurse (rn) who clarified that the patient did not suffer a heart attack and that they were actually hospitalized for arterial vein problems. The patient was reported to have no issues or medical complications related to their peritoneal dialysis (pd) therapy. The patient's pd therapy was ongoing throughout their hospitalization and there were no complications observed. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the issue that was originally reported. Should additional relevant information become available, a follow-up report will be submitted.